Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the intra-aortic balloon was opened some mineral oil type substance in the packaging was found. There was no reported injury to the patient.

Event description:
It was reported that when the intra-aortic balloon(iab) was opened some mineral oil type substance in the packaging was found. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, d4, d10, g4, g7, h2, h3, h6, h10. Patient code changed from 2119 no consequences or impact to patient to 2645 no patient involvement. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely wrapped/folded within the t-handle and retainers. A catheter tubing/inner lumen kink was observed near the t-handle at approximately 28.4cm from the iab tip. A second catheter tubing kink was also observed near the y-fitting at approximately 72.9cm from the iab tip. A clear oily substance was observed on the returned iab tray cover. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of an oily substance on the tray cover. A sample of the substance was tested via infrared spectrum analysis and was found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #. (B)(4).

Event description:
It was reported that when the intra-aortic balloon(iab) was opened some mineral oil type substance in the packaging was found. There was no patient involvement.